Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system was working upon arrival. Checked image acquisition system (ias) computer battery 3.0+v. Ran scan disk on hard drive with no problem. Checked bios setting and they were ok. Tested the system 2d and 3d passed. Turned the system on / off many times. The imaging system passed the system checkout and was found to be fully functional. Could not duplicate the booting issue. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A biomedical engineer from the site reported that prior to a procedure, the imaging system did not boot up. The surgeon opted to complete the procedure with the use of another imaging system. There was no known impact on patient outcome. No further details regarding this issue, or specifically the type of procedure and if there was any delay, were provided.